Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h4, h6, h10. The event was confirmed with product received. Visual examination of the returned product/provided pictures identified the hex tip to have fractured from the shaft of the driver. The fractured piece was not returned. Scratching, wear rings, and discoloration were all observed on the shaft. The plastic grip is nicked and dinged. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw driver tip broke while loosening the cup impactor set screw. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.